Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead due to a low pacing impedance measurement. It was noted that the patient has chronically low rv pace/sense impedance. The lead remains in use. No patient complications have been reported as a result of this event.